Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for analysis. A functional test was performed and the reported issue was not duplicated, however the pump lost all information and odometer during testing. The cause of the reported issue was unknown. As a result, the error was reset, software reinstalled, and the occlusion sensors were recalibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had no display and beeps. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.